Event description:
On (B)(6) 2024, at a hospital in japan, it was reported that supercath5 intravenous indwelling needle broke when it was removed from a patient's body after the MRI scan using a contrast agent was completed. The damaged part was properly removed from the patient's body after a few days. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The device involved in the event was not returned. A reproducibility test (such as a tensile strength test) was performed using a stored sample with the lot numbers listed below that had the possibility to be the same lot number as that involved in this event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the IV catheter with the lot numbers listed below, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, there are two possible causes for this damage: - catheter damage due to the inner needle tip touching the catheter lumen during puncture, or due to excessive pressure being applied to the catheter during contrast medium administration. - damage to the catheter due to bending force applied to the soft material catheter section and strain accumulated near the junction with the hard material catheter hub. This resulted in a decrease in tensile strength of the catheter to a point where the catheter could not withstand the pull force and fractured. Lot#: 24a02c4 or 23l26c4 or 24a16b4